Event description:
The customer reported that an olympus colonovideoscope was cleaned but not disinfected during reprocessing. No patients were involved.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.